Event description:
This was a peripheral diagnostic procedure accessed through the right groin. No scarring of the artery was observed, but the pt had peripheral artery disease. The physician had difficulty advancing the latchwire, but was able to place it into the iliac artery after straightening it with fingers. The procedure proceeded as planned until the physician was unable to advance the 0.018" guidewire. The physician converted to standard access. After sheath insertion, an angiogram performed revealed a dissection (located 7-10 cm proximal of axera insertion site, approaching aortic bifurcation), which was resolved with repeated long balloon inflations from contralateral access of left groin utilizing a 5f sheath. Use of stents was not required.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. Additional info, such as pt outcome and pt info, were not made available by the facility. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no indication the device was out of specification. The root cause, based on available info, is unk as it cannot be definitively determined.